Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced supra ventricular tachycardia (svt). The right ventricular (rv) lead exhibited one undersensed beat. The rv lead remains in use. No patient complications have been reported as a result of this event.